Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the catheter was found without the exit marker. A kink was also noticed in the middle section of the catheter. A functional examination of the complaint device showed that the device passed through the scope without difficulty despite the kinked part. The noted defects likely occurred due to procedural factors, such as the technique used to introduce the device or the interaction of the device with the scope, though this cannot be confirmed. Therefore, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the gastroduodenal anastomosis during a balloon dilation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the entire balloon did not come out from the endoscope. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the exit marker detached, therefore this is now an MDR reportable event.